Event description:
The daughter of the patient reported that between (B)(6) 2021 and (B)(6) 2021 3 v-go 30 devices had to be removed and replaced because the adhesive pad did not stay attached to the body. The patient has been using v-go device successfully for 2 years as reported by the daughter, but in the most recent box of v-go 30 devices they have had the problem with 3 v-go devices becoming detached from the abdomen in 6 hours or less. The v-go devices were discarded.